Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
During a revision, surgeon was unable to adjust angle due to separation of tool damage, distal proximal separation. Both were removed as the two proximal distal handles of the prothesis were damaged. A new rm distal proximal handle was used.

Manufacturer narrative:
An event regarding seating/locking issues involving a restoration modular stem was reported. The event was not confirmed. Device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: a review by a clinical consultant noted: it is not clear whether locking could not be obtained or that the body could not be separated from the stem during trial. The cause for the problem is not clear due to absence of detailed surgical information although more in general inability to lock a rm body is often caused by incomplete or off-axis reaming around the proximal body that may prevent proper alignment of body and stem and thus prevents the locking bolt to engage. This is a problem that typically requires explant materials investigation for accurate analysis of contributing factors, for instance to observe any mal-threading of the bolt or not been engaged at all. This can never be assessed on x-rays only although a detailed surgical revision report might also provide relevant clues to the problem. With all this not available, this case cannot be solved with the current information although as discussed the majority of such problems has a procedure-related failure mode as related to improper or incomplete surgical technique. Device history review : not performed as the device lot details are unknown. Complaint history review : not performed as the device lot details are unknown. Conclusions: a review by a clinical consultant concluded: this case cannot be solved with the current information although as discussed the majority of such problems has a procedure-related failure mode as related to improper or incomplete surgical technique. Further information such as device lot details, x-rays, return of device, operative reports, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
During a revision, surgeon was unable to adjust angle due to separation of tool damage, distal proximal separation. Both were removed as the two proximal distal handles of the prothesis were damaged. A new rm distal proximal handle was used.